Event description:
On february 23 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between bg and sg readings. As the user had not used the system since 05-dec-2025, there was not enough data for assessment. The user was advised to resume consistent system use and monitor system performance for at least 3 days, perform calibrations when prompted, and contact support should any additional concerns arise.